Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported there was no issue with the device. The programmed amount was just too much.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone (0.4 mg/ml at 0.09015 mg/day), clonidine (240.0 mcg/ml at 54.09 mcg/day), bupivacaine (12.0 mg/ml at 2.705 mg/day), and baclofen (150.0 mcg/ml at 33.81 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain, peripheral causalgia, and other non-malignant pain. It was reported the patient presented to the clinic and reported a worsening/increase in depression on (B)(6) 2016. The intrathecal continuous rate was decreased 'because the patient was getting too much opiate resulting in increased depression.' The clinical diagnosis was intrathecal medication side effects. The outcome was resolved without sequelae on (B)(6) 2016. The etiology of the event was noted as related to the device or therapy, not related to the implant procedure, and related to the drug hydromorphone with the drug action that caused the event being a decrease dose. No further complications were anticipated/reported.